Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, trending of the product malfunction code, and system risk analysis (sra). The batch record was not reviewed as the lot number of the cassette was not available. Supplier product evaluation was not performed as the cause of the reported issue is user error. The sra indicates the risk associated with toxic or corrosive material is "low." The instructions for use (IFU) of the sterrad® 100nx cassette state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." The issue has been attributed to user error as the healthcare worker (hcw) handled a used cassette without utilizing proper personal protective equipment (ppe). It was also determined the customer was using the incorrect collection box in the sterrad unit and was advised of the proper collection box. The customer was informed to always wear ppe while handling cassettes. The issue was resolved at the site. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse found an incorrect collection box being used. Unit meets specifications and was returned to service on 09/15/2016.

Event description:
Three health care workers (hcw) reported h2o2 contact while changing a sterrad 100nx cassette collection box. The hcw's were not wearing personal protective equipment (ppe). There were no serious injuries reported in this event. Hcw#1 stated he had a tiny, white spot on his right thumb. The affected area was washed with soap and water and his symptoms resolved within a few hours. No medical attention was sought and the hcw continued to work. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00597, 2084725-2016-00596 and 2084725-2016-00598.